Manufacturer narrative:
Tavr procedure performed.

Event description:
The manufacturer was informed on this event though the publication: ''a rescue transcatheter solution for early sutureless basal ring infolding'' by loforte et al. Based on the information reported on the paper, a patient with a severe symptomatic aortic stenosis was admitted to the hospital for surgical avr. Tavi was assessed as at high risk for this patient due to basal septum hypertrophy (interventricular septum of 16 mm; left ventricle end-diastole and end-systole diameters: 38 and 22 mm, respectively). Due to the patient's age and comorbidities, a minimally invasive surgical avr (upper j ministernotomy) with sutureless prosthesis was planned. A perceval s, size m sutureless valve was implanted according to the manufactures' indications after an accurate decalcification of the aortic annulus. To prevent atrioventricular (av) conduction system damage and considering the absence of significant narrowing of the lvot, the septal myectomy was not performed. No complications occurred during the valve deployment and the implanted prosthesis appeared well-functioning at the intraoperative transesophageal echocardiography. Cardiopulmonary bypass weaning, as well as the surgery course, were uneventful. The postoperative course was unremarkable until the third day after the surgery when the patient presented type iii av block and progressive worsening of hemodynamics and respiratory function. The echocardiogram revealed the presence of moderate aortic regurgitation and high pressures gradients through the implanted valve (max/mean gradients: 52/31 mmhg; prosthetic valve area: 1.15 cm2) that appeared to be ''heart shaped'' as a result of a partial collapse of the basal ring at the level of the right coronary sinus; this structural distortion jailed the right coronary cusp and caused moderate to severe aortic regurgitation. Urgent transcatheter balloon valvuloplasty was successfully performed to reshape the valve and to stabilize the hemodynamics but the patient developed the same imaging and clinical pattern 9 days after. The angio-CT scan confirmed the partial infolding of the valve basal ring, therefore, after a careful evaluation by the heart team, it was decided to perform a ¿rescue¿ transfemoral v-in-v tavi with a sapien 23mm valve. The procedure was successfully performed, and the patient was discharged in good clinical conditions on the 16th postoperative day. The transcatheter aortic prosthesis remained still competent during the follow-up and no signs of structural distortion or disfunction are present in fourth year of follow-up.

Manufacturer narrative:
Since the device remains implanted and the serial number is unknown, no investigation is possible at this time. The manufacturer attempted to retrieve additional information regarding the event but no further information has been received to date. As such, the root cause of the reported event cannot be established at this time. Based on the manufacturer's clinical research, perceval folding occurs when the ratio between the valve diameter and the annulus diameter is well above the specification limits (oversizing) especially when associated with other conditions that may trigger valve instability (like extremely eccentric aortic annulus, highly calcified portion of the annulus, or uneven decalcification, aortic root anatomy deviating from the tri-symmetrical physiological geometry, protruding hypertrophic septum). However, since no further information was received, this cannot be ultimately confirmed for the reported event. Should additional information be provided in the future, the manufacturer will provide an update to this reporting activity as applicable.